Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down, it is driven again by power on/off, but it is judged that continuous use is uneasy. Replaced cs300 with substitute machine. It was a patient with pcps and concomitant use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down, it is driven again by power on/off, but it is judged that continuous use is uneasy. Replaced cs300 with substitute machine. It was a patient with pcps and concomitant use. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Corrected fields: b5, e2, e3, h6 (health effect ¿ clinical code, investigation findings, health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the video generator board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.